Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary:performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). On (B)(6) 2015, ventricular (rv) sensing integrity counts up to 157; ventricular tachycardia-non-sustained episodes collected with evidence of lead noise oversensing. Also there was a right ventricular lead integrity alert. Right ventricular (rv) lead integrity warning occurred on (B)(6) 2015 for sensing integrity counts greater than 30 in 3 days and there was rv lead impedance variation in last 60 days. Additionally, the analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. On (B)(6) 2015, right ventricular (rv) pacing impedance spiked to 2318 ohms. (B)(4).

Event description:
It was reported that the patient's lead had high impedance and a possible fracture. Additionally, the lead had sensing integrity counter (sic) every day. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary:the full lead was returned and analyzed. The distal conductor of the lead developed a fracture due to flexing while in vivo and the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead was also extrinsically bent.